Manufacturer narrative:
The eplex serial number was (B)(6). Sample material and the customer product were requested for investigation but were not available to be submitted. The investigation is ongoing.

Event description:
There was an allegation of a false negative meca result using the eplex blood culture identification panel - gram positive (bcid-gp) panel on the eplex analyzer. The eplex analyzer detected staphylococcus, staphylococcus aureus, and streptococcus. Cultures and pbp2a (penicillin-binding protein 2a) testing determined mrsa and streptococcus were present in the sample. On (B)(6) 2025, the customer performed repeat testing on the same sample with five additional cartridges of lot: 10239792 and lot: 10239791. All five repeat tests detected staphylococcus, staphylococcus aureus, streptococcus, and meca. The customer noted the organism had continued to slowly grow in the vials during this time and the organism per volume has probably significantly increased.

Manufacturer narrative:
The investigation did not identify a specific product problem. The cause of the event could not be determined. The issue was consistent with a lower than intended target concentration in the sample volume analyzed by the assay.

Manufacturer narrative:
Medwatch fields e4 initial report also send to FDA and h10 related report numbers were updated.